Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 556 mg/dl. The customer did not experience any symptoms of high blood glucose. The customer was able to treat their blood glucose with a manual injection. The customer also reported that the ems was dispatched on (B)(6) 2014 for a high blood glucose around 500 mg/dl. It was reported the customer had an insulin reaction, which caused the high blood glucose. The customer was transported to the hospital and treated with an IV drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer also reported their blood glucose was 138 mg/dl last night, but their current blood glucose was 498 mg/dl, treated with a manual injection. The insulin pump passed a high pressure test the second time it was performed. The insulin pump will not be returned for analysis.